Event description:
It was reported that a user experienced loss of dexcom g7 sensor readings on the ilet, after which the user restarted the pump and toggled the sensor connection and readings resumed, with no alerts or alarms observed during the signal loss. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no impairment, and no hospitalization. Investigation included troubleshooting guidance and user education regarding sensor-to-pump connectivity and recommendation to contact support if readings disappear again. Investigation of this case revealed a sensor communication interruption limited to the ilet interface, with the pump functionality appearing normal and no device alarms, consistent with a sensor or communication issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient sensor communication issue.